Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the third in a series of three consecutive product issues with the same patient. The previous two events have been reported under MDR#s 1036844-2015-00591 and 1036844-2015-00592.

Event description:
It was reported the catheter was being placed into the left subclavian vein of few months old child in the pediatric ICU. During insertion, the guide wire unraveled. As a result, they maintained umbilical catheter. The catheter passage was obtained by dissection in the surgical center.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Only the lidstock was returned. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.